Event description:
It was reported that the 6600 sys resolution check failed and the foot pedal was taped. This was noted as part of the pm inspection. There was no report of pt injury.

Manufacturer narrative:
The customer declined svc at this time. If or when svc is requested by the customer, a f/u report will be submitted as requested.